Event description:
Norian product was placed initially in 2003 over intact frontal bones as on-lay grafting. There was no bony deficit; the material was placed as on-lay for contouring purposes. On an unknown date the norian material was explanted from the forehead of the patient due to the material becoming fragmented and layers separating one from the other, delaminating the entire construction. Granulation tissue was found between the layers of norian in some places, and in some places between the deepest layers of norian product and the bone. In one small area, erosion into the frontal sinus had occurred.